Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, effusion and loosening of the tibial component at the bone to cement interface. Two depuy cements were used. The surgeon planned to do a washout with debridement. He checked the components, and after multiple taps with a punch, the tibial tray came out. The femoral component was well fixed and retained. The tibial tray was an s+, and had cement stuck to about half of its underside, with none stuck to the cone. The patella was also retained. Doi: (B)(6) 2020; dor: (B)(6) 2022 left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, effusion and loosening of the tibial component at the bone to cement interface. Two depuy cements were used. The surgeon planned to do a washout with debridement. He checked the components, and after multiple taps with a punch, the tibial tray came out. The femoral component was well fixed and retained. The tibial tray was an s+, and had cement stuck to about half of its underside, with none stuck to the cone. The patella was also retained. Doi: (B)(6) 2020; dor: (B)(6) 2022 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.